Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the display was cracked, scratched, and hard to read. The customer also reported multiple no delivery alarms. The customer's blood glucose reading was unknown. The customer was assisted, but became upset and disconnected the call. The insulin pump was not replaced or returned for analysis.